Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 156 mg/dl. The customer reported a blank display on the insulin pump. Troubleshooting was done. The customer reported using (B)(6) batteries for the insulin pump. The customer reported that the insulin pump was working after installing a new battery on the insulin pump. No additional information was provided.